Manufacturer narrative:
(B)(4). Retainer ring = clear. Pump error 35 noted in the pump history and critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on pcb 1 at power connector (j7), internal battery connector (j6), force sensor connector (j2) area and on force sensor flex cable copper connector traces. The force sensor measurement was within spec range (22.9mv). The crest/thus download was successful. Insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on bottom. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.